Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right ventricular (rv) channel which lead to inappropriate shock. The patient was one day post implant. It was believed that the rv lead was loose in the header of the ICD. The patient's tachy therapy was to be deactivated until intervention could be performed. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this patient underwent a revision procedure, in which the patient's rv lead was explanted. At this time, we are unable to refute the connection issue suspected. The ICD remains in-service and no further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this product was explanted and returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.